Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 2000mcg/ml at 1039.1mcg/day with flex dosing. It was reported that the rep received a message from the hcp, saying that multiple motor stalls occurred. Per pump logs from 2024-04-26, motor stalls occurred on 2024-03-24 at 3:44pm with a recovery at 3:51pm, on 2024-04-12 at 11:40pm with a recovery at 11:47pm, and on 2024-04-25 at 7:57pm with a recovery at 8:12pm. It was noted that the pump would reach its elective replacement indicator (eri) later this year or next year. Per pump logs, the eri was in may 2026. The cause of the multiple motor stalls was not determined. As of 2024-05-06, the event was not resolved. The patient was referred for replacement surgery. The patient's weight, medical history, and status were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 19-may-2024 from a healthcare provider (hcp) who reported that the patient was in the hospital due to lower extremity pain, and they had a seizure. The hcp stated that he would like to rule out a pump malfunction. The hcp was provided with the contact information for the national answering service (nas). Additional information was received on 21-may-2024 from another hcp via a company representative who reported that the pump had instances of motor stalls occurring in (B)(6). The patient was seen by their pump managing physician and he warned the patient that the pump needed to be replaced sooner rather than later. Over the weekend the patient became very lethargic, and a pump malfunction was suspected. The pump was interrogated in pre-op and there were no recent motor stalls. The pump was replaced anyway as well as the catheter connection to ensure the system was patent. The issue was reported to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The indication for pump use was intractable spasticity.